Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the displacement, prime, rewind, and basic occlusion tests. No motor error alarm during rewind. The excessive no delivery and occlusion tests could not be performed due to motor error alarms. The device also had a scratched display window, cracked reservoir tube and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error on (B)(6) 2014 after rewind. He stated that the device continued to work, but the day of the call the insulin pump did a slow rewind and then he received a motor error and a motor position encoder error alarm. The blood glucose at the time of the incident was 285 mg/dl. The customer was unable to rewind the insulin pump. The device was returned for analysis.